Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of hypersensitivity ("skin lesions due to nickel (allergy not known)") in a (B)(6) female patient who had essure (batch no. A06331) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("the system did not deploy when the button was pressed, attempt at removal led to partial exteriorisation of insert. Device not damaged.") And complication of device insertion ("it was necessary to cut the extremity of the insert at the level of the tubal ostium with risk of damaging the tube"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria hospitalization and intervention required) with dermatitis contact. The patient was treated with surgery (essure removed to prevent lif-threatening illness). Essure was removed on (B)(6) 2013. At the time of the report, the hypersensitivity, device deployment issue and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion, device deployment issue and hypersensitivity with essure. The reporter commented: another insert was easily placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 25-apr-2017: correction following company internal review: information received on 25-apr-2017 was provided by the physician, and not by the health authority. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the system did not deploy when the button was pressed, attempt at removal led to partial exteriorisation of insert. The device was not damaged (considered as device deployment issue). She experienced skin lesions due to nickel (allergy not known) and was hospitalized. Essure was removed. The events device deployment issue and allergy nos are regarded as anticipated in the reference safety information for essure. As the event device deployment issue occurred during essure insertion procedure, a causal relationship with essure cannot be excluded. As no alternative explanation was provided for her allergy, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is expected.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 25-apr-2017. This spontaneous case was reported by an other (subsequently medically confirmed) and describes the occurrence of hypersensitivity ("skin lesions due to nickel (allergy not known)") in a (B)(6) female patient who had essure (batch no. A06331) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("the system did not deploy when the button was pressed, attempt at removal led to partial exteriorisation of insert. Device not damaged.") And complication of device insertion ("it was necessary to cut the extremity of the insert at the level of the tubal ostium with risk of damaging the tube"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria hospitalization and intervention required) with skin lesion. It was reported that in (B)(6) 2015, device placement occurred. The patient was treated with surgery (essure removed to prevent lif-threatening illness). Essure was removed on (B)(6) 2013. At the time of the report, the hypersensitivity, device deployment issue and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion, device deployment issue and hypersensitivity with essure. The reporter commented: another insert was easily placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 25-apr-2017: ansm provided physician's returned questionnaire-essure-damaged device: patient's age, bmi, date of placement (inserted in (B)(6) 2015 (new date), instructions of use respected), batch number unknown. New event "skin lesions due to nickel (allergy not known)", hospitalization, intervention to prevent life-threatening illness, it was removed on patient's request and medically necessary but not at reporter's center (date unknown, device not available, device was not damaged), patient recovered, no causality assessment provided from reporter. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the system did not deploy when the button was pressed, attempt at removal led to partial exteriorisation of insert. The device was not damaged (considered as device deployment issue). She experienced skin lesions due to nickel (allergy not known) and was hospitalized. Essure was removed. The events device deployment issue and allergy nos are regarded as anticipated in the reference safety information for essure. As the event device deployment issue occurred during essure insertion procedure, a causal relationship with essure cannot be excluded. As no alternative explanation was provided for her allergy, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is expected.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), health authority of (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of allergy to metals ("skin lesions due to nickel (allergy not known)") in a (B)(6) year-old female patient who had essure (batch no. A06331) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("the system did not deploy when the button was pressed, attempt at removal led to partial exteriorisation of insert. Device not damaged.") And complication of device insertion ("it was necessary to cut the extremity of the insert at the level of the tubal ostium with risk of damaging the tube"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) with dermatitis contact. The patient was treated with surgery (essure removed to prevent lif-threatening illness). Essure was removed on (B)(6) 2013. At the time of the report, the allergy to metals, device deployment issue and complication of device insertion had resolved. The reporter provided no causality assessment for allergy to metals, complication of device insertion and device deployment issue with essure. The reporter commented: another insert was easily placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-oct-2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Device deployment issue. The analysis in the global safety database revealed (B)(4)cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality-safety evaluation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("the system did not deploy when the button was pressed, attempt at removal led to partial exteriorisation of insert") and complication of device insertion ("it was necessary to cut the extremity of the insert at the level of the tubal ostium with risk of damaging the tube") in a female patient who had essure (batch no. A06331) inserted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device deployment issue and complication of device insertion. At the time of the report, the device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device deployment issue with essure. The reporter commented: another insert was easily placed. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the system did not deploy when the button was pressed, attempt at removal led to partial exteriorisation of insert. This event, interpreted as device deployment issue, is anticipated in the reference safety information for essure. As the event occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.